Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is likely due to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, there was black debris found inside the cysto-nephro videoscope's objective lens. There was no patient involved.